Event description:
The solution set was used for an infusion of chemotherapy drug (methotrexate) from a 1 liter secondary bag connected to a 2 liter primary bag over a 4-hour period. There is a check or backflow prevention valve above the point where the two bags join which is supposed to prevent drug from the secondary bag flowing up into the primary bag. In this case, after about 3.75 hours, the methotrexate began to flow past the check valve up toward the primary bag reaching a level about 3" above the check valve before it was discovered by the nurse. If it had not been discovered, the uninfused portion of the chemo drug would have been diluted into the solution remaining in the primary bag and never infused into the patient.